Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm also the insulin pump was frozen or stuck. The customer¿s blood glucose was 155 mg/dl. Customer states insulin pump was not exposed to a high magnetic field. Customer stated they were unable to clear the alarm. Customer reports the time clock did not advance. Customer stated that monitoring the insulin pump for 2 hours and frozen display was recurred. The device will be returned for analysis.